Event description:
It was reported that during a device check, the pulse generator went into backup vvi mode and could not be reset. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.